Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right-side "deflation." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening assessed as unidentified (tear). Shell thickness within spec). As per the investigation procedure crease and wear abrasion completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a.6., b.5., b.6., d.9., g.1., h.2., h.3., h.6.

Event description:
Healthcare professional reported right-side "deflation". Later, healthcare professional reported "asymmetry", "smaller and higher", "textured", and "recalled". Device was explanted.